Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The patient side manipulator (psm) was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the psm involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. Root cause of this failure is attributed to component failure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was having issues with universal surgical manipulator (usm) 1. When the vessel sealer and cadiere instruments were installed on usm 1, they were unable to open and close the instrument jaws. Both instruments functioned properly on other usms. Technical support engineer (tse) had them reseat the drape with no change. No related errors found in logs. The tse then recommended a power cycle, but they were unable to do so and continued with the case. The procedure was completed as planned with no patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that both vessel sealers and cadiere instruments worked well in another usms. There was no issue with the instruments. They disabled usm 1 and continued with the case. The procedure was completed with no patient injury.